Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of this device's serial (B)(4) showed no other similar product complaint(s) from the serial number.

Event description:
This is a demo unit device used during demonstrations to potential customers. During the recent demo it was noticed the "image quality" was much lower than customer units. Upon requesting clarification it was noted the image is less clear than that on the customer units. It was stated this immediately impacts demonstration value as it does not present the full potential of the device to customers. This unit was not used on a patient; no injury to report.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of poor image quality is inconclusive as the reported issue could not be reproduced during evaluation of the system at the service facility. The manufacture site reported that the scanner passed functional testing requirements. Manufacturing records were reviewed and no potential contributing factors were found during manufacture and quality inspection of the device. A history review of this device's serial number (B)(4) showed no other similar product complaint(s) from the serial number.

Event description:
This is a demo unit device used during demonstrations to potential customers. During the recent demo it was noticed the "image quality" was much lower than customer units. Upon requesting clarification it was noted the image is less clear than that on the customer units. It was stated this immediately impacts demonstration value as it does not present the full potential of the device to customers. This unit was not used on a patient; no injury to report.